Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted ukr surgery, while burring, the femur position seemed quite a bit off. The surgeon burred the distal portion, then as he moved to the chamfer and posterior, it seemed not right and the trial did not fit well where the lugs were burred. Surgeon said it was a larger muscular patient and when he flexed the knee up, the tissue may have put pressure on the array pins, thereby moving the femoral array slightly. The surgeon went back and repositioned the femoral component and touched it up with the burr. The procedure was resumed after a non-significant delay. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. System log files or screenshots were not provided for investigation, as such a thorough investigation could not be performed. Should screenshots or system log files become available, the case can be reopened. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned, and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with checkpoint movement. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.